Event description:
It was reported by the sales rep that postoperatively to a knee scope procedure on (B)(6) 2022, the footswitch fell off and the ablation foot pedal was loose. During an in-house engineering evaluation, it was determined that the blue foot pedal is detached. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: initial reporter occupation: reporter is a j&j sales representative. UDI: (B)(4). The complaint device was received and evaluated. Upon visual inspection, the cord and connector pins are in good condition. The blue pedal is detached due to the fall of the pedal. Due to the condition of the damaged pedal, the functional test cannot be performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to pedal drop after the surgery, the weight of the pedal in addition with the height of the drop are factors that can contribute to blue pedal breakage, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.